Event description:
It was reported during a colectomy, the surgeon fired a tlc55 three to four times and on the next firing the device jammed two-thirds into the cycle and part of the tissue was cut but not stapled. The surgeon sutured the remaining portion and the case was finished without incident. There was no consequence to the pt.